Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to undersensing, out-of-range pace impedance measurements greater than 2,000 ohms, and loss of capture. It was noted that the right ventricular (rv) lead that was surgically abandoned in 2014 was explanted during this current procedure in order to gain access and implant the new right atrial (ra) lead. No additional adverse patient effects were reported.